Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. Customer received the alarm during a bolus delivery after he had changed the set three hours prior. There were no bent cannulas involved. Customer also stated it was difficult to get a button to respond. His blood glucose was 313 mg/dl. Customer stated he had tried all remedies for the no delivery alarm. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.